Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as breaking out in a rash. The patient is on radiation pills and thinks that it may be causing it. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed prednisone and lidocaine for the skin irritation. Follow up indicated that the skin irritation improved.